Event description:
Rptr had radial keratotomy to correct farsightedness. Rptr was -5.5 diopters. Wound up being overcorrected and now rptr's extremely nearsighted -+5.5 diopters. Rptr also has halos, ghosting and variable vision. The eye doctor said to them angrily, "I am no happier about this than you are," as if rptr did this to him. Dr would not be able to practice, which rptr is not sure would be a bad thing. Dr would not give rptr their money back. Rptr doesn't understand how the FDA could approve that surgery knowing full well that there would be many people with similar outcomes.